Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and was unable to communicate with a programmer or emit tones with the application of a magnet.